Event description:
On (B)(6) 2023, fresenius became aware this patient was diagnosed with peritonitis on (B)(6) 2023. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 6,801 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day for 14 days and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for haemophilus influenzae, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event involving the patient¿s lack of wearing a mask during initiation and discontinuation. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and continues to undergo ccpd without reported issue.